Manufacturer narrative:
The reported event was lead dislodgement. As received, a complete lead was returned in one piece with the helix partially extended clogged with blood/tissue. After cleaning blood/tissue from the helix and applying torque to the connector pin, the helix could be fully extended and retracted. The full measuring helix extension length was within specification. Electrical tests and x-ray examination did not find any indication of conductor fractures or internal shorts.

Event description:
Related manufacturer reference number: 2017865-2024-40228 . It was reported that a patient presented with over-sensing of noise resulting in inappropriate shock and high capture thresholds noted on the right ventricular lead. The both the right ventricular and right atrial leads were determined to have dislodged. Both leads were explanted and replaced on (B)(6) 2024. The patient was stable throughout.